Event description:
Per the explanting physician's office, this system was removed due to elevated thresholds and atrial lead dislodgement. Setrox s 60, MDR 1028232-2010-00009, setrox s 53, MDR 1028232-2010-00010.